Event description:
Index procedure was prompted by stable angina. During the index procedure one resolute integrity drug-eluting stent was implanted in the lad. Approximately 9 months post index procedure the patient had a gi bleed. Patient was on dapt at the time. The event was associated with a gastric ulcer. Investigator assessed the event not related to the study device. The patient is in remission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.